Event description:
On (B)(6) 2009, the pt reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber which resulted in a "little bit" of insulin spilling inside the chamber. She said, she was able to dry out the cartridge chamber. The pt was assisted with successfully removing the plunger from the piston rod. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.